Event description:
Patient received a superficial burn injury to their left cheek approximately 1cm in diameter during a crown preparation procedure on number 14 tooth. The doctor was alerted of the injury by the patient who stated that "he felt something sharp in his cheek" during the procedure. The patient was under local anesthesia at the time of the injury. The burn was treated with a topical application of vitamin e oil at the time of the event and there was no need for further medical attention.